Manufacturer narrative:
Approximate age of device: 21 days from implant to the first previously unreported gi bleeding event in (B)(6) 2013; 1 year and 1 month from date of implant to the (B)(6) 2014 gi bleeding event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced gastrointestinal bleeding and was admitted to the hospital. On (B)(6) 2014 a capsule endoscopy was performed that found a 2.5 mm rectal polyp in the sigmoid colon, diffuse melanosis coli and three external hemorrhoids that were biopsied and removed. The patient received blood transfusions and the bleeding resolved on its own. No source of bleeding was identified. The patient was discharged and was reportedly stable. The patient had experienced previously unreported episodes of gastrointestinal bleeding. The patient reportedly had a colonoscopy and an esophagogastroduodenoscopy (egd) in (B)(6) 2013 and again in (B)(6) 2014. No source of bleeding was identified.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient was also re-admitted in (B)(6) of 2015 for gastrointestinal bleeding, was treated with blood products and discharged.